Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during an ankle arthroscopy, many small pieces of metal ¿flakes¿ fell off from the blade when using the burr (shaver blade). It seemed that the blade shaved the protection shield. The small pieces broke off inside the patient but all pieces were retrieved. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-8400obe serial/batch number (B)(6) was received for investigation. Visual evaluation under a magnifier noted some discoloration on the shaft of the inner tube. Functional testing was performed, and the complaint allegation (of debris produced) could not be replicated. The burr is functioning as it is intended. No problem found. Dfu-0215-7 offers some helpful precautions, such as using irrigation at all times, to prevent irreversible damage.